Event description:
Health care professional (hcp) reports the blood line "popped off the dialyzer during the middle of the patient treatment. The treatment was stopped at this time and the blood in the extracoporeal system was discarded. A hematocrit and hemoglobin were obtained and found to be within normal limits. The hcp reports no patient injury or need for medicial intervention. The hcp reports small leaks from the area of the dialyzer connection to the blood lines had been noted prior to the above occurrence, however the staff felt this was a technique issue when connecting the two luers.